Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg which appears to be at an angle. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg which appears to be at an angle. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient did not have a revision because he was able to charge.